Event description:
A consumer who is allergic to sulfa, used one efferdent anti bacterial denture cleansing tablet (potassium monopersulfate, sodium perborate monohydrate) once for denture care. After using the product, their tongue swelled. They were taken to the emergency room where they were treated with intravenous steroids and benadryl. They were admitted for 24 hours for observation. 2 days later, after washing their dentures thoroughly, pt placed them back in their mouth and had the same reaction. They were taken to the hospital and treated with intravenous steroids and benadryl again. They were not admitted, but discharged with oral steroids. Their tongue swelling has decreased but has not completly resolved.

Event description:
Received info form initial reporter containting pts date of birth